Manufacturer narrative:
(B)(4). The set was discarded at the facility and the lot number was not identified; therefore, no investigation could be performed.

Event description:
Customer reported set leaked sometime in the prior month, resulting in pt receiving less or no medication. Reporter thinks the leak was from the female luer area, but is not sure. No clinical contact info was available to obtain more details and there was no report of any pt harm or medical intervention. The set was discarded by the user. Customer states that no further pt/event info is available.